Manufacturer narrative:
Upon receipt, a medial fragment was received for analysis. The proximal fragment (including the connector pin) and the distal fragment (including the lead tip) were not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The lead fragment displayed severe extraction damages, making an analysis very challenging. However, on the available lead fragment, no damages could be found that could be clearly related to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to occlusion of svc which caused arm pain and swelling. Should additional information become available, this file will be updated.